Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 8 months. (Calculated from the date when the device was manufactured.)  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed one no external power event on (B)(6) 2018 at 4:42. The pump operated as expected during this event. The no external power event may have occurred due to a loose mobile power unit ac cable connection. Additional information was requested, but was not provided.